Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups, two of 10 minutes duration, were recorded in the device memory (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The manual power ups would suggest the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.